Manufacturer narrative:
(B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 of the reported events, the bag to vent switch assembly was replaced, to resolve 1 of the reported events the front wheel was replaced and the height adjusted.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1009-9002-000 anesthesia gas machine experienced a material break. 1 event was reported for the bag/vent switch break and will not reliably switch from bag to vent, 1 event was reported as the front wheel of the device is about 2 mm above the ground which could cause the unit to tip or fall. These reports were received from various sources. Of the 2 events, 2 did not involve patients.